Manufacturer narrative:
The insulin pump had a blank display due to corroded electronic assemblies. The insulin pump was received with corroded motor assemblies. The insulin pump was received with minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was in (B)(6) and accidentally wore her pump in the pool. Customer reported that the pump was exposed to chlorinated pool water and the pump display immediately went blank after it was exposed to moisture. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.